Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical reports were provided for review. X-ray pictures can be seen in the journal article. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
A journal article has been received. This article was to determine the mid- to long-term survivorship of cementless metal-on-metal tha in 52 patients (74 hips) who underwent tha for osteonecrosis of the femoral head with a cementless tha. This case relates the following complication found in the journal article: a patient was implanted with unknown zimmer metasul head and experienced dislocation at post-operative 10 days. That was successfully treated by closed reduction process and an abduction brace for 3 months. Reference: "cementless total hip arthroplasty in patients with osteonecrosis after kidney transplantation", jae-suk chang md, the journal of arthroplasty, 2013.

Manufacturer narrative:
Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device data information has been requested but was not available. Trend analysis: as no item number was available, the trend analysis could not be performed. Review of event description: in the journal article "cementless total hip arthroplasty in patients with osteonecrosis after kidney transplantation" it is reported that one hip dislocated at 10 days post-operative and was treated successfully with a closed reduction. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: metasul insert: root cause determination using dfmea # (insert): impingement with stem, due to wrong design of the shell and inserts ( eg. Hooded inserts) ==> not possible, a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process. Mal-function of device, leading to excessive wear, corrosion, metal ion release, loss of connection, dislocation of insert, due to off label use, combination with non approved zimmer products (eg. Different inserts, not compatible screws, implant and instruments) ==> possible, as the specific product numbers were not provided. However, considering the description of the used devices, off label use, combination with non approved zimmer products is unlikely. Metasul head: root cause determination using dfmea (head): increased release of wear particles, loosening of components, subluxation, dislocation, due to impingement of components due to design ==> not possible, a systematic issue with design and/or material properties would have been detected as part of complaint trending defined in complaint registration or in the current pms process. Inadequate rom (impingement) leading to increased release of wear particles, loosening of components, subluxation, dislocation, due to wrong cup position, impingement of the skirted head with acetabular liner ==> possible, as no x-rays or surgical reports/products were returned for evaluation, this risk can not be excluded. Increased wear, loss of taper connection, dislocation, due to high patient activity ==> possible, as it is unknown, whether patient was adhering to rehabilitation protocol or not. Increase particle and metal ion release, increased wear, loss of taper connection, subluxation, dislocation, due to increased ante/retro-version of the stem may increase joint loading ==> possible, as patient activity level is unknown and out of zb control. It is unknown, whether patient was adhering to rehabilitation protocol or not. Dislocation, increased micro separation, due to soft tissue laxity ==> possible, as no information about patient soft tissue laxity was provided. Increased release of wear particles, loosening of components, subluxation, dislocation, due to impingement of components due to malposition ==> possible, as no x-rays were provided for evaluation. Conclusion summary: neither x-rays, operative notes, nor office visit notes were received for a deep assessment. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), relevant medical history and adherence to rehabilitation protocol are unknown. Due to significant lack of information, no specific root cause could be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer's reference number of this file is (B)(4).